Manufacturer narrative:
The investigation was completed. The console was returned for evaluation. The device logs revealed that the console issued the purge disc not detected alarm several times. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. The root cause of the purge disc/flag issues was a broken/missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller for mechanical circulatory support. The device exhibited a "purge line click-on not detected" error and the device was replaced successfully without further reported issues. When visually checked, the position sensing lever of the purge sensor unit was confirmed to have been damaged. No report of patient harm or injury.